Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 255 mg/dl. Customer stated that the up button scrolls on its own. Customer thinks they received a button error alarm but was not sure. Customer stated that the pump keeps hitting the floor because the belt clip keeps breaking. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.